Event description:
It was reported that the ilet experienced accelerated battery depletion, dropping from a near full charge to zero within approximately one day, and diagnostic logs confirmed a decline from 100 percent to 0 percent over a 24-hour period; the device was replaced and the user was instructed to return the original device, and the user used subcutaneous insulin by pen as backup when the ilet powered off. Symptoms included hyperglycemia with a reported peak blood glucose of 400 mg/dl for about 2.5 hours, without loss of consciousness, ketoacidosis, or other acute effects. Outcomes included temporary interruption of automated insulin delivery, use of backup therapy, and no need for professional medical intervention. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted. It was concluded, based on previously established findings for similar reports, that the cause was device battery performance degradation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.